Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Since the infectivity of the returned sample was unknown, we performed visual inspection through the peel pack. Visual inspection of the actual sample obtained following result. A part of the actual sample was combined with the involved device, and the combined device had been buckled and fractured. Therefore, it was not possible to confirm the outer layer condition of actual sample covered by the combined device. No anomaly such as peeling of the outer layer was found in other sections. Review of the manufacturing record and the product release decision control sheet of the involved product code/lot# combination confirmed there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Based on the investigation result, it was not possible to confirm the outer layer condition of actual sample covered by the combined device. In addition, no anomaly described in the complaint was found in any part other than the involved section. Therefore, we are very sorry, but we could not clarify the cause of occurrence. (B)(4).

Event description:
The user facility reported that the involved single use guidewire was used during a procedure. The catheter of stent was distorted when the stent was placed by combining g-260-2545a and pigtail stent (bsx). Therefore, it was confirmed and found that the coating of guidewire was peeled off. The peeled coating was not dislodged into the patient's body. Since the case was completed using a different guidewire and stent, there was no harm to the patient.